Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. At the time no additional information was available, additional information regarding the patient, event and outcome has been requested.

Event description:
Literature: burdick ap, okun ms, haq iu, et al. Prevalence of twiddler's syndrome as a cause of deep brain stimulation hardware failure. Stereotact funct neurosurg. 2010;88(6):353-359. Summary: the authors reviewed their deep brain stimulation patient database to describe hardware complications which resulted from implantable pulse generator mobility, a phenomenon referred to as twiddler's syndrome. A prospectively collected database of adverse events for all center patients was queried searching for hardware malfunctions. Out of 362 total leads implanted in 226 patients since 2002, 17 hardware malfunctions were identified. Among these 17 hardware malfunctions, 5 leads (in 3 patients) were identified after careful review to be twiddler's syndrome based on history, radiographic evidence and intraoperative findings during hardware revisions and are being reported in this article. Reportable event: a (B)(6) female has a left subthalamic nucleus dba implanted for treatment of parkinson disease. Six months following implantation, she had a right subthalamic nucleus dbs placed. She noted that her left-sided pulse generator was rotating within the chest wall pocket and she requested revision to avoid the excessive mobility. She made the request citing both comfort and fear of damaging the hardware. Intraoperatively, it was noted that there was laxity in the ipg pocket from excessive space allowing rotation of the generator. The device was anchored using sutures, immobilizing it within the pocket. See literature article with MFR report# 3007566237-2011-02085.